Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled. It was stated spring arm cover (ard367825555) and dust cover (hm56053311) were no longer available on the device. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. It was established that when the event occurred, the surgical light did not meet its specification due to the reported defects of missing spring arm cover and dust cover, which contributed to the reportable situation. It remains unknown if device was or was not being used for the patient treatment upon the event occurrence. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. Comparing the number of affected devices by the investigated issue to the install base, complaint ratio is moderate. As per expertise performed by the subject matter expert at manufacturing site, the possible root causes are: - non-conformity of the metal covers assembly. - degradation of the metal covers. - improper use (collision with another device) maquet sas analysis shows that the metal strip (dust cover - hm56053311) comes out of the covers when it is not clipped properly. In the scope of our continuous improvement policy, maquet sas initiated a modification file (e131106) to include this dust cover fitting procedure in the technical documentations with all spring arms. Additionally, as stated by the subject matter expert, the fall of the spring arm covers (ard367825555) is the direct result of bad assembly of covers without the four screws locking and a lack of verification during yearly maintenance. In the chapter ¿maintenance¿, the technical manual (01582en08) indicates to check yearly for any loose covers and caps. To prevent any similar incident, it is recommended to perform visual inspection during maintenance as indicated in the user manual (technical manual 01582en08). What is more, despite our best efforts to obtain information and as stated by the subject matter experts, there was very few information provided and the circumstances of what exactly took place are not known, however, as was stated by the technician, ¿the cover is no longer available. The customer has not carried out any maintenance since the installation, there is currently no maintenance contract.¿ given the findings of this investigation getinge shall continue to monitor for any further events of this nature and does not propose any other action at this time. The correction of b5 describe event or problem, h3a device evaluated by manufacturer, h3b device not eval provide code and h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 23rd june, 2023 getinge became aware of an issue with one of surgical lights - powerled. It was stated the cover was no longer available on the device. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event or problem: on 23rd june, 2023 getinge became aware of an issue with one of surgical lights - powerled. It was stated spring arm cover (ard367825555) and dust cover (hm56053311) were no longer available on the device. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Previous h3a device evaluated by manufacturer: no corrected h3a device evaluated by manufacturer: yes previous h3b device not eval provide code: other corrected h3b device not eval provide code: n/a previous h3c if other provide code - explain: device not returned to manufacturer corrected h3c if other provide code - explain: n/a.

Event description:
On 23rd june, 2023 getinge became aware of an issue with one of surgical lights - powerled. It was stated spring arm cover (ard367825555) and dust cover (hm56053311) were no longer available on the device. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical lights - powerled. It was stated the cover was no longer available on the device. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.